Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient¿s ins did not move. They noted that the patient had the device turned up too high and experienced perineal discomfort. The hcp reported that the cause was unclear of the patient¿s not feeling the stimulation/pulling sensation down their leg/foot issues but did resolve when the program was changed. As an action taken, the device amplitude was adjusted from 2.9 to 2.6. The patient¿s issues were reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
Date of event was reported by (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient thought their ins had moved down from the upper buttocks to the lower buttocks. This occurred in (B)(6) 2019. The ins felt uncomfortable any time the patient sat down (for example on the toilet seat). The patient stated that it was a little painful and wondered what may have caused the ins to move. The patient also reported that they felt ¿no stimulation¿ and a ¿pulling down¿ their leg and into their foot. They noted that it was not painful per se but it was uncomfortable. This started as ¿being one toe that felt the pulling and now its 2-3¿. It was reviewed to consider decreasing the amplitude and they were going to try doing this on their own. They stated that they knew how to use the programmer and will try to decrease the stimulation a little to see if that helped. The patient was redirected to follow up with their healthcare professional (hcp). There were no further complications reported or anticipated.